Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarm 1 occurred during basal delivery with multiple cartridges. Additionally, it was reported that an occlusion alarm and an altitude alarm occurred. The customer's blood glucose was 275 mg/dl. Customer reverted to an alternate method of insulin delivery.